Manufacturer narrative:
The returned device was evaluated. During investigation, it was revealed that pins 11 and 12 on the j19 connector interface of the device were pushed-in, preventing the device from communicating with the docking station. The battery charging led turned on and the device was able to charge; however, when the radical-7 is pushed into the docking station at the top near the latch, charging was interrupted. This occurs when pin 3 and pin 9 of the radical-7 docking interface connector intermittently gets stuck in the compressed position, preventing contact with the docking station. The customer speaker was found to be distorting the sound; however, no visible defects were observed. The device was able to obtain readings and alarmed during alarm conditions. The touchscreen was found to function as intended. A service history record review reveals that this unit was in the field for over twenty-three (23) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 hand held does not communicate with the docking station and charging cuts in and out intermittently. When it does manage to charge and communicate, a slight push on the on the device where the interface pins are will cut off the charging and communication. Touchscreen is also slightly unresponsive to user's touch and 'jumps' around at times. Speaker is also found to be distorted. There were no consequences or impact to patient reported.